Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Please clarify the patient consequences? >> hcp incised tissue to remove broken needle. Additional information: - hcp confirmed that patient is safe. - was surgery delayed due to the reported event? --> yes - was procedure successfully completed? --> yes - were fragments generated? --> yes - if yes, were they removed easily - without additional intervention? --> yes, removed. Loc received ma011130343 (attached) from ha on sep 06 and is informed that customer reported the adverse event to ha. Ha requested loc to reply. Ha-013327 is created. Original event description: the w9136 needle and suture is detached while obgyn surgeon suturing patient's womb. He then used other vicryl suture for wound closure. However, the patient was safe. Additional information: the w9136 needle and suture is detached while obgyn surgeon suturing patient's womb. Separated needle is stuck on the womb's tissue. Surgeon incised to remove needle. He then used other vicryl suture for wound closure. However, the patient was safe. D4: UDI: the manufacture and expiration dates are currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a gynecological procedure on 08-22-2024 and suture was used. During the procedure, the w9136 needle and suture is detached while obgyn surgeon suturing patient's womb. He then used other vicryl suture for wound closure. However, the patient was safe. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 no device problem found. Additional h6 component code c22 - photo analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified investigation summary: the product was returned to ethicon for evaluation. One needle and one suture outside their folder packet were received for analysis. During the visual inspection of the detached needle, the swage area and hole were noted with marks by a surgical instrument. The hole was examined under magnification and a remnant of suture was observed. In addition, the suture was inspected, and the end was noted to be cut probably caused by a surgical instrument. Additionally, a photo was provided with the same condition as the received sample. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.